Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified blood vessel. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported, and the patient's condition was good post procedure.